Event description:
This was a (B)(6) y/o female scheduled for an anterior hip joint replacement, with a history of (B)(6), obesity, and degeneration joint disease. Pt received a spinal anesthesis in the pacu. Pt was brought into the operating room by the circulator rn and the anesthesiologist, and then transferred to the hana table with the help of the resident. The resident was at the left upper side of the pt. The rn announced moving the gurney out of the operating room suite. The resident walked down to secure the left boot to the spar and pt fell. Pt sustained a left humeral neck fracture.